Manufacturer narrative:
The manufacturer of the drip chamber spike performed dimensional testing on the returned sample with acceptable results. The dimension for the air vent seat area was found to be within specification tolerance. Furthermore, all air vent assembly retain samples at the facility were inspected and dimensionally tested with acceptable results. A total of (B)(4) pieces were inspected and all were within specification. From the retain samples inspected, (B)(4) random pieces of the air vent assembly were then selected (minimum 6 pieces from each retain lot) and were manually fitted into a drip chamber spike. A secure fit was observed with all samples tested. In addition, the manufacturer reviewed the production records of the involved lot number, and there were no anomalies or non-conformances of this nature noted during the assembly process. Inspections and controls are in place to verify the integrity of the air vent membrane. This includes a pressure integrity test performed on the assembly machine, and a manual test in which the operator will open and close the air vent to verify its integrity. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). One (1) used secondary IV set, without packaging, was received for evaluation. Upon visual observation, the filter vent component on the drip chamber spike was approximately half-way pulled out of the seat area. The air vent on the drip chamber assembly is a snap fit joint. The air vent was then fully inserted / pushed back into the drip chamber seat area and the set was subjected to air pressure (leakage) testing according to specification with acceptable results. There were no leakages observed, and the air vent did not open or pop off during this testing. After this test, an attempt was then made to manually remove the air vent, in which the air vent was able to be removed by hand without ease. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. All available information has been forwarded to the device manufacturer of the drip chamber spike. Following the receipt of additional information and/or completion of the investigation by the vendor, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the vent on the spike popped out of position at the beginning of an infusion of chemo medication (taxotere). This led to a small amount of chemo leakage that was caught by gloved hands.